Event description:
It was reported that during the injection hardness test, 2 instances of out-of-specification values occurred. This occurred during infusion at patient's "home". There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed and the probable cause was unable to be determined.